Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta valve was implanted in the aortic valve. Later, the patient presented with symptoms of heart failure. On (B)(6) 2022, the valve was explanted and replaced. There was a tear noted on a leaflet of the trifecta valve. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to symptoms of heart failure was reported. The investigation found calcifications with immobilization of all leaflets and fibrous pannus ingrowth on inflow and outflow surfaces of leaflet 1 and outflow surface leaflet 2. There were tears noted on leaflet 3. Fibrous thickening was confirmed on all leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications could have contributed to the tear formation, in addition the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta valve was implanted in the aortic valve. Later, the patient presented with symptoms of heart failure. On (B)(6) 2022, the valve was explanted and replaced. There was a tear noted on a leaflet of the trifecta valve. Subsequent to the previously filed report, additional information was received that the patient had high stenosis gradients in (B)(6) 2022. On (B)(6) 2022, the patient was diagnosed with severe aortic regurgitation. The patient's symptoms included shortness of breath, fatigue, and angina. The heart failure was classified as new york heart association (nyha) class IV (4). The patient's n-terminal prohormone b-type natriuretic peptide (nt-probnp) was up to 24711 ng/l (24711 pg/ml), which indicated that the patient was in severe heart failure. On (B)(6) 2022, the 21mm trifecta valve was explanted and replaced with a 25mm trifecta gt valve. The patient's sizing of the annular dimensions were performed according to valve sizer set measurement.